Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) channel. Additionally, there was an increase in pacing impedances and thresholds. Subsequently, the patient underwent a revision procedure and the complete system was explanted and replaced. The patient was pacemaker dependent and would get lightheaded. No additional adverse effects were reported.

Event description:
Boston scientific received additional information that the patient has retained an attorney and is seeking reimbursement of his out-of-pocket medical expenses and a sum for unnecessary pain and suffering caused by a product deficiency. The legal claim asserts that after the pacemaker was initially implanted in (B)(6) 2013, the patient felt better and was able to resume his active lifestyle. However, within a year of the implant, the patient started to experience fatigue, dizziness and loss of stamina in his normal daily activities. The symptoms were frequent and became worse over the next few years. Through further evaluation recommended by the patient's cardiologist, the patient's health issues were being attributed to the lead problem. Subsequently, the system was removed. The legal claim asserts that the surgery to remove the pacemaker system was long and resulted in severe wound bleeding, infection, and swelling. The recovery was long and difficult due to the lengthy surgery and being under anesthesia for the long period of time, and the reported complications.